Event description:
It was reported that the patient experienced leg pain following an MRI and felt pain possibly at the generator site. The implantable neurostimulator was interrogated following the MRI and it was found to be working correctly, but was turned off following the interrogation. Additional information received reported that the device was on and working fine.

Manufacturer narrative:
(B) (4).